Event description:
On 07/02/2024, a sales representative reported via phone that an ar-1288qis-100 quadlink implant system had both tightrope needles popped off prematurely. Two new tight robe needles were used from opening another ar-1288qis-100 quadlink implant system with no issues to complete the case. There was no delay in the procedure. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.